Event description:
It was reported, "we had a patient infusing blinatumomab and their medi port tubing cracked. We use the powerloc max power injectable infusion set, ref 0142015." Additional information 05/28/2024: patient had no signs of positive cultures. Medication was not wasted. No patient harm noted at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged infusion set was confirmed. The product returned for evaluation was one 20 g powerloc max infusion set. The fracture surfaces of the damage were observed to contain striation-like patterns and radiating tear marks, which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors may have contributed. The device is a supplied component and the supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, "we had a patient infusing blinatumomab and their medi port tubing cracked. We use the powerloc max power injectable infusion set, ref 0142015." Additional information 05/28/2024: patient had no signs of positive cultures. Medication was not wasted. No patient harm noted at this time.